Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the customer provided cleaning disinfection and sanitization (cds) practices and the legal manufacturer's final investigation. Upon review of the customer provided cleaning disinfection and sanitization (cds) practices, there were no obvious deviations from the IFU. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer has not at the moment provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. When further information is known, it will be added to the supplemental report. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 1 colony forming unit of bacillaceae. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the electrical safety tests failed, the light guide cover glasses were cracked, the insertion tube and protector had wrinkles and snakiness, the biopsy port was damaged, the air water cylinder was damaged, the suction cylinder was damaged, the switch 1 was damaged, the angulation was out of orientation and play, the distal end insertion part had cuts and limited forceps movement. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 6 and 33 colony forming units (cfus) of enterococcus faecalis and klebsiella pneumoniae respectively. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.